Manufacturer narrative:
E1: initial reporter establishment full name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while preparing the duodenovideoscope prior to a procedure, foreign material/something sharp was felt near the angulation section of the device. The scope was not used for the procedure. There was no patient involvement, and no harm was reported as a result of the event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.